Event description:
It was reported the device had a black screen. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the device¿s screen was malfunctioning during testing. Details provided in an update from the philips asp indicate that the customer had a third party perform repairs and the device was successfully returned to service. The device was returned to service following repairs performed by a third party. It has been concluded that no further action is required at this time.